Event description:
Device 2 of 2. Reference MFR report# 1627487-2011-01881.

Manufacturer narrative:
Results - as received cuts were observed on the returned lead extension consistent with explant procedure. A compression with multiple broken wires was observed at the insertion handle of the extension. No testing was performed for the initial complaint of lead pull-out as the ipg remains implanted. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.